Event description:
Medical affairs was unable to get a hold of patient and is sending a letter. The following information was documented by customer service: patient called lfs alleging their ot ultra meter would power off during use and sometimes not power on. Patient had symptoms of high blood glucose and also had a headache. Patient was taken to the e.r., where their bg was 97 mg/dl in the e.r. Patient was treated with insulin at the hospital. Customer service checked the batteries and made sure that they were good and that they were correctly installed and meter still had no power. When the meter does not turn on or powers off during use, a patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Customer service was unable to resolve the issue and sent patient a new meter.